Event description:
Patient reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on anterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing shell assessed as inconclusive. Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "textured" rupture.

Event description:
Patient reported left side rupture. The device has been explanted and replaced.